Event description:
The user reported there is a small hole in the clear film material of the package causing a breach in the sterile barrier. This was discovered at prep and the kit was not used on patient.

Manufacturer narrative:
Device evaluation: the device has not been returned for evaluation. A follow up report will be submitted when the evaluation has been completed.